Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges that the patient suffers from various metallic elements in blood. Update: patient has been revised to address pain. Due to pain being listed as the event causing the revision, all revised products are being reported. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to synovitis, turbid yellow joint fluid, corrosion and fretting at the taper junction, osteolysis, and cystic changes. The stem has been added to the complaint, though it remained in the patient. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.